Event description:
It was reported the right atrial (ra) lead malfunctioned. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant prodcuts: d284drg ICD, (B)(6) 2010; 6721l-50 lead, (B)(6) 2010; 4068-110 lead, (B)(6) 1998; 6984m competitor lead, (B)(6) 1999. (B)(4).